Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer (a 7 year old) received unspecified "wrong" readings from the adc freestyle libre sensor after 4 days of wear. Caller reported that the customer experienced an increase in ketone levels, stomach pain, and swelling. Customer was taken to a hospital where they were reportedly treated with sugar water and diagnosed with diabetic ketoacidosis. It is noted that the treatment with sugar water contradicts the diagnosis. Upon followup, the caller reported that the customer also received an unspecified IV fluid treatment, but the caller declined to provide any more information or clarification. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related bg y issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported that the customer ((B)(6)) received unspecified "wrong" readings from the adc freestyle libre sensor after 4 days of wear. Caller reported that the customer experienced an increase in ketone levels, stomach pain, and swelling. Customer was taken to a hospital where they were reportedly treated with sugar water and diagnosed with diabetic ketoacidosis. It is noted that the treatment with sugar water contradicts the diagnosis. Upon followup, the caller reported that the customer also received an unspecified IV fluid treatment, but the caller declined to provide any more information or clarification. There was no report of death or permanent injury associated with this event.